Manufacturer narrative:
Visual observation of the returned part was completed and the screw shaft is visibly shorter than it should be when compared to print and does not contain the shaft end/tip. The device history record for lot number pa5671/106 was reviewed and shows all inspected parts were received and accepted. No ncr identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that during a triple arthrodesis surgical procedure on (B)(6) 2020, a paragon 28 3.5 x 26mm tuffnek® locking plate screw was reported broken. It was reported that as the surgeon was inserting the locking screw, the screw broke. Parts of the screw was left inside patient because the doctor could not fish it out. The screw shaft was returned to paragon 28. It was said that the doctor expects full recovery with patient. Male patient, age range (B)(6).